Manufacturer narrative:
The complainant was unable to provide the device model number, catalog number and lot number. Therefore, the manufacture and expiration dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: boston scientific corporation became aware of this complaint following a retrospective survey of data by the user facility. It was reported to boston scientific corporation on december 11, 2009 that a ultraflex partially covered esophageal stent was used during an ultraflex stent placement procedure performed in 2001. According to the complainant, partial stent migration and esophagitis were reported. This event was reportedly related to the stent and to the procedure. The physician deemed the stent migration to be of mild severity, and the esophagitis to be of moderate severity for esophagitis. The stent was repositioned and a second ultraflex stent was placed inside the first stent. The patient's symptoms resolved without sequelae. Both stents were confirmed to be patent in 2002.

Manufacturer narrative:
Additional information received. As the unit has not been returned, boston scientific could not perform a technical analysis. However, a labeling review revealed that the device was not used in accordance with the directions for use (dfu). The complaint states that the device was used for a benign indication with the intent to remove the device. The dfu indicates that this device is for use in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors only. It also advises that the device should not be removed once implanted. Stent migration is also listed as a post stent placement complication in the dfu. As the device was not used in accordance with the dfu, this investigation has been assigned the most probable root cause of user/use error.

Event description:
Note: boston scientific corporation became aware of this complaint following a retrospective survey of data by the user facility. It was reported to boston scientific corporation on december 11, 2009 that a ultraflex partially covered esophageal stent was used during an ultraflex stent placement procedure performed on (B)(6), 2001 (female patient; (B)(6) and weight is unknown) according to the complainant, fourteen days later ((B)(6), 2001), partial stent migration and esophagitis were reported. This event was reportedly related to the stent and to the procedure. The physician deemed the stent migration to be of mild severity and the esophagitis to be of moderate severity for esophagitis. The stent was repositioned and a second ultraflex stent was placed inside the first stent. The patient's symptoms resolved without sequelae. Both stents were confirmed to be patent on (B)(6), 2002. Since the initial MDR was filed, additional information has been received. The device was not used past the expiration date. Since the initial MDR was filed the investigation has been completed.